Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 41 mg/dl at the time of incident. The customer's husband stated that at night the bolus was still making the blood glucose went to high 300 mg/dl and didn¿t come back down until the middle of the night. Customer¿s husband stated that customer¿s blood glucose came back up to 120 mg/dl after 4 hours and she ate ice cream with chocolate, 2 glucose tablets and ate dinner. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer¿s report customer did not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer stated insulin not dripping or squirting from end of set before connecting at their site. Customer was not completing the bolus after insulin flow block alarms, bolus deliveries were timing out due to not pressing start bolus and the insulin pump was being suspended between 12 am to 4 am. The insulin pump will not be returned for analysis.